Manufacturer narrative:
E1: initial reporter phone no.: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked and the liquid ran into the interior between the balloon and the housing. The issue occurred immediately after filling, before patient use. The device was filled with 4g ceftazidim having a fill volume of 100ml and 0.9% saline salt. There was no patient involvement. No additional information is available.